Event description:
The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced feeling weak and nauseous. The cgm reading was 105 mg/dl with a downwards trend. The patient took a tablet of zofran 8mg and rested. Shortly after, the patient experienced a brief sensor issue. The readings came back and the cgm reading would have been in a normal range. No fingerstick was taken. The patient decided to cook dinner, and lost consciousness while doing so. The patient does not know how long she was unconscious for, but regained consciousness by herself. The patient experienced feeling disoriented, sweaty, and nauseous, and took another zofran tablet. No further treatment was reported to have been taken. The patient did not seek medical help initially but the day after the event the patient´s doctor visited her at home. It is understood that the patient lost consciousness due to a diabetic event, but it is unknown if the patient experienced a hypo or hyperglycemic event. No symptoms were experienced anymore and no treatment was given. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.